Event description:
On 10/21/2019 it was reported that a patient underwent a successful prostatic urethral lift (pul) procedure performed on (B)(6) 2019. It was also reported that the treating physician had to dilate the patient during the procedure due to a fibrous and narrow penile urethra. The patient was sent home with a post-procedure catheter for 5 days. On (B)(6) , neotract received additional information that the patient presented to the ER on (B)(6) 2019 for necrotizing fasciitis in and around the penile area. The patient underwent a debridement procedure to treat the skin infection, followed by a second debridement procedure three days later. Despite multiple outreach attempts to the physician, he reported that the current status of the patient was unknown due to transfer to another hospital for further medical care.